Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported infection of the infusion site. Lot release records were not reviewed as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported after wearing the pod between 36 and 48 hours that the pod site was sore and her blood glucose levels had reached up to 500 mg/dl. The site had become red and inflamed larger than the size of a nickel with a large knot under the skin. It was hot to the touch. Her doctor drained the puss out of the site and she was treated for a staff infection and prescribed antibiotics. The pod was discarded.